Event description:
The explanted generator and lead were received by the manufacturer and underwent analysis. Analysis of the returned generator indicated the end of service condition was confirmed. Analysis of the returned lead indicated an abraded opening was found on the outer silicone tubing, which most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was initially reported by a company representative that a vns patient was to undergo vns replacement surgery due to battery change. Additional information was received through an implant card indicating the patient underwent generator replacement as scheduled, and also the lead was replaced due to unknown reason. Follow-up was made with the explanting surgeon who indicated the reason for lead replacement was high impedance. Pre-op diagnostics were not made as the implanted generator was at end of service. X-rays were taken and not provided to the manufacturer for review. No patient manipulation or trauma was reported to have contributed to the reported high impedance. A lead discontinuity was not visualized in the or. The explanted generator and lead were received by the manufacturer and currently undergoing analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury. Date of event, corrected data: initial report inadvertently listed incorrect event date.